Manufacturer narrative:
"Material #: 367862 lot/batch #: 3257777 bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged hemogard shield was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged hemogard shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that prior to using a bd vacutainer® k2 edta (k2e) plus blood collection tube, the hemogard shield was cracked. No impact was reported.